Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment an internal blood leak occurred. The leak was visually observed at the top of the arterial side of the dialyzer. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 200cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment w/a new set-up. Sample has been requested.

Manufacturer narrative:
The reported complaint of a dialyzer blood leak is not confirmed. A complaint sample has not been received for manufacturer evaluation. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the complaint sample. The third party (B)(4)'s website was used to track the shipping materials sent to the complainant facility on 09/08/2015. There is no indication that the fresenius provided shipping materials have been used to return a complaint sample. In the event that a complaint sample is received, the complaint will be reopened, updated and a follow up MDR will be submitted. An investigation of the manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.